Manufacturer narrative:
On august 11, 2020, mentor became aware that incorrect initial reporter information was inadvertently submitted under initial submission. The information has been corrected under section e on this form. Also, is report source company rep has been correctly selected under field g3 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that disposables parts including the valve and fill tube were not in the box for the 800cc mentor smooth round moderate plus profile when it was opened.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the issue is resolved and complaint can be closed. Manufacturer¿s reference number: (B)(4).